Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim no audio output on (B)(6) 2015. It was reported the patient was in a swimming class (dexcom reading 190 mg/dl before going into the pool), then she started feeling dizzy, light-headed, with a headache. She then exited the pool and took two glucose tablets. The swimming instructor then notified the health club director and assistant director, who then gave the patient two more glucose tablets. The patient then stated she was still in need of more sugar. The health club director and assistant director gave the patient nonfat yogurt and the dexcom device readings came back up to 45 mg/dl. The patient did not go to the hospital and does not remember hearing the low alert. No additional event or patient information is available. It was reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.